Event description:
Contact reports that during a vertebroplasty procedure for compression fracture, the patient moved upward quickly when cement was being introduced into the vertebral body and the needle became bent at the pedicle. Upon attempting to remove the cannula, the device broke off at the pedicle. The surgeon made sure the cannula was flush with the pedicle and closed the patient. Post-op, patient was fine and the vertebroplasty was deemed a success. As a portion of the cannula was left behind in the vertebral body, a medwatch report is being filed to document this event.

Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. No definitive conclusions can be made. However, it is likely that breakage is due to the application of atypical force upon the cannula after the device became bent during insertion. At this time, the complaint is considered to be closed. Device not available.